Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4) D10: #ITEM8503-10, QUIRURFIX RESRB CMT RSTRT 10MM, #LOT 7726041. THERAPY DATE: (B)(6) 2026. THE DEVICE WILL NOT BE RETURNED FOR ANALYSIS; HOWEVER, AN INVESTIGATION OF THE REPORTED EVENT IS IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETED, A SUPPLEMENTAL MEDWATCH 3500A WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT DURING A HIP PROCEDURE, THE STEM AND PLUG WERE IMPLANTED DELICATELY. SUBSEQUENTLY, WHILE ENCOUNTERING DIFFICULTIES ASSEMBLING THE HEAD AND BIPOLAR HEAD THE PATIENT WENT INTO CARDIAC ARREST. THE SURGICAL TEAM ABANDONED THE ATTEMPTS OF IMPLANTING THE REMAINING SYSTEM AND FOCUSED ON RESUSCITATIONS. THE PATIENT ULTIMATELY PASSED AWAY. IT WAS REPORTED THAT THE PATIENTS OVERALL FRAGILE HEALTH, ADVANCED AGE AND MAJOR SURGERY RISKS TO BE FACTORS. ATTEMPTS HAVE BEEN MADE AND NO FURTHER INFORMATION HAS BEEN PROVIDED.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.The following sections were updated: B4, B5, D2, G1, G3, G6, H1, H2, H3, H6.Complaint not confirmed.Review of the reported event by a health care professional found:Patients are assessed prior to surgery to detect any risks for cardiac complications; however, at times even with a complete work up, a patient may experience cardiac ischemia. The stress of surgery can lead to myocardial ischemia or infarction via multiple mechanisms including coronary artery plaque rupture and myocardial demand ischemia. This leads to cardiac dysfunction caused by insufficient blood flow to the coronary arteries. This at times may be masked due to anesthesia. This is a procedural related complication due to the stress of surgery and not related to a device.No product was returned or pictures provided; visual and dimensional evaluations could not be performed.The root cause of the reported event was determined to be unrelated to the device.This is a limited investigation, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer Biomet will continue to monitor for trends.